Event description:
The customer reported to grp in 2006 that they had an incident of a dialyzer reaction of the polyflux 170h dialyzer. Upon investigation with this facility in 2006, it was discovered that the pt had experienced a decrease in his hematocrit and hemoglobin in the hosp and required multipe blood transfusions. Therefore, this incident was then investigated on a potential hemolysis event.